Event description:
Customer called to report a pod he was not sure was delivering insulin. He stated that when he activated the pod, it was difficult to press the insulin in and when it did go in there was a loud clicking noise, however, the pod still activated. After an hour of wear, his bg was up to 235. After breakfast, the bg was up to 340. And several hours after that despite correction boluses, the bg was up to 369. After approx 12 hours of wear with elevated bg's, he removed the pod. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no evaluation is possible. The customer heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.